Manufacturer narrative:
Date of event is approximate. Analysis results: product was disposed by the customer, therefore it is not available to return to confirm a malfunction has occurred. Product not returned to manufacturer.

Event description:
A consumer reported that the protectiveclean power toothbrush metal shaft detached during use. No injuries were reported. A potential choking hazard was identified.